Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring above the reservoir was broken. They noticed that it fell off and was hanging from the tubing. The customer reported that when the ring broke the reservoir also broke. The location of the damage was where the reservoir goes in. The customer's blood glucose level during the incident was 180 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay.